Manufacturer narrative:
Correction to b3 of the initial report. The date of the event is unknown and was inadvertently entered on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event can be attributed to user error, improper handling as well as application of excessive force. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found peeling of gold plating on outer tube and scratches on the tip. Furthermore, the following additional issues were identified during inspection: a detached eyepiece ring part, cropped image due to misalignment of the objective lens and scratches on the eyepiece. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope "trueview ii", has insertion outer tube scratches. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a detached eyepiece ring part. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.